Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 28-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was initially reported that a catheter broke. Additional information received on 04-aug-2017 stated that the catheter broke off when the nurse attempted to remove it from a patient. As a result, the patient had to return to surgery for removal of the broken segment. It was noted that there was no difficulty experienced when inserting the catheter. It was secured with tegaderm and dressing, and pouch for ball. During removal, the resistance met on a scale of 0-5 was a 5, and the break had a clean cut appearance. It was stated that no permanent injury occurred to the patient. Medwatch report mw5071292 was received on 16-aug-2017.